Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (service code 204) has been confirmed. Upon investigation the monitor was unable to undergo incoming functional testing. The cause for the failure was isolated to a defective k700 component on the computer/analog board. The root cause for the defective k700 could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a patient's monitor was receiving a service code 204 (belt/monitor unusable).